Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of a damaged ar-4068-90, suturelasso¿ batch 5027156439. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as prying or using excessive force to leverage the device.

Event description:
On 11/17/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4068-90 90° straight suturelasso broke when the doctor tried to pass it through the labrum. This was discovered during a labrum repair procedure with no patient harm. The case was completed with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.